Event description:
Initial importer report was sent by mistake. The rotoprone therapy system was manufactured and sold in USA. The bed was not imported to USA, thus importer report is not required. This follow-up report is to correct the importer report, sent by mistake.

Manufacturer narrative:
The initial importer report was sent by mistake, hence this follow-up report sent to correct that mistake.

Event description:
The arjo representative was informed about the event involving the rotoprone bed. The wound care nurse (from the facility) informed that the patient sustained deep tissue injury on the face due to worn face pack padding. After the event, the face covers, foams, and headpiece pads were returned to the arjo service center for inspection. During the parts evaluation, it was confirmed that no malfunction was found. The customer allegation that the face pack was worn could not be confirmed as the part has no sign of defect.